Event description:
The patient suffered serious ¿die¿ effects for over a year and a half. The ins was faulty and was replaced. The patient¿s doctor wanted to know when the ins (kinetra) was discontinued. No additional follow up is possible.

Manufacturer narrative:
(B)(4).